Event description:
It was reported that during an open colectomy procedure, during a side to side anastomosis, at the intersection of the suture lines to close the surgical brace the two distal suture lines did not have a proper formation of the staples while the proximal suture line was properly formed. The procedure was finished by overlock stitch. The procedure was prolonged by an unknown amount of time.

Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.